Event description:
Customer reported to sales rep that suture was fraying during a heart procedure. The surgeon said that the suture frayed while tying down. It was noted that this appeared as microfibrilis. No adverse pt consequences reported. The surgeon removed and replaced the frayed suture.